Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the issue. Block a: no patient information provided to date after calls to end user 04/30/25 and 05/07/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.